Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of far r-wave oversensing were observed on the device. The device was reprogrammed per the recommendation of technical support. The patient was stable.